Event description:
Procedure performed: epathic procedure: microwave vls. Event description: surgeon [name], hepatic surgery, on (B)(6) 2022 was performing a microwave vls which is a simple operation that takes about 1 hour. When he took the kii ballon blunt tip off after having finished the operation, while inspecting the breech with the finger, found something hard inside the breech resulting in the transparent valve that is allocated inside the black one. Neither patient injury or illness occurred nor delay of operating times or other products involved. Patient status: nothing.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a clear component. Visual inspection of the event unit confirmed the complainant¿s experience of seal component separation. The clear component was identified to be the shield, an internal plastic component of the seal. Based on the condition of the returned unit, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical¿s instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing."

Event description:
Procedure performed: epathic procedure: microwave vls. Event description: surgeon [name], hepatic surgery, on (B)(6) 2022 was performing a microwave vls which is a simple operation that takes about 1 hour. When he took the kii ballon blunt tip off after having finished the operation, while inspecting the breech with the finger, found something hard inside the breech resulting in the transparent valve that is allocated inside the black one. Neither patient injury or illness occurred nor delay of operating times or other products involved. Patient status: nothing.